Manufacturer narrative:
Batch history review: after having received the batch number of the filter involved in this event, we have checked the manufacturing file of this batch of vena cava filters which complies with our specifications and does not present any discrepancy. No other incident has been reported on the batch m143325v sold since july 2013. Conclusion: the batch history review of the involved filter does not show any abnormality. This is an isolated incident in this vena cava filters batch. However without either precise information about the incident nor x-ray pictures available for analysis, no thorough investigation can be performed and no root cause can be drawn. B braun medical (B)(4) has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Manufacturer narrative:
Device nor x-ray pictures returned for evaluation. No investigation can be performed. Confidential note: this file was previously sent in may 2016. Due to undetected report failure, we now resubmit the report.

Event description:
On or about (B)(6) 2014, patient had a b. Braun venatech filter implanted in the inferior vena cava to prevent pulmonary embolism while and after undergoing bariatric surgery. On (B)(6) 2014, patient underwent a CT scan to determine the position and location of its filter. The CT scan revealed that its filter was defective. Its filter migrated toward the heart and became lodged on the threshold of the right atrium of patient's heart. The device had tilted sideways causing disruption of blood low. The legs of its filter have punctured surrounding tissue and organs near the liver.